Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not turning on. There was no patient harm. The issues were noted prior to patient use.

Manufacturer narrative:
Additional information: h6 (patient codes, device codes), h7, h9. Investigation conclusion: the customer reported complaint of defective keypad not turning on was confirmed. The ac indicator light did not illuminate on 2 out of 7 keypads after plugging in the power cord. All other keys functioned with no issues observed. The system on key did not function on 6 keypads. All keys functioned with no issues observed. No issues were observed on s/n (B)(6) during functional testing. Previous cad failure investigations have identified this issue associated with fluid ingress entering the keypad resulting in contaminated keypad traces. Consequently, the keypad circuit layer. Becomes damaged, creating an open or short circuit producing unresponsive keypad keys when corresponding keys are pressed. Device inspection: external and internal inspection was performed on (qty printec (2) (B)(6)) and qty printec (5) (B)(6). During external inspection, the keypads were observed to be in good condition with no issues observed. During internal inspection, 7 out of 7 keypads were found with signs of fluid ingress where the flex cable meets the circuit layer. Root cause analysis: electrical failure ¿ design. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated.

Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not turning on. There was no patient harm. The issues were noted prior to patient use.